Event description:
A pt was continent following their monarc sling system surgery until pt had a coughing spell where pt felt something pop and was thereafter incontinent again. The doctor stated that he thought it was no fault of the product.